Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleged back pain then wrapped her heating pad in a towel laid upon it and received burns on her back. There was not a report of property damage with this incident.